Event description:
Varian medical systems (vms) received a summons notifying vms of product liability litigation for personal injury, on behalf of a pt apparently treated with vms radiation therapy devices. The summons claims that on (B)(6) 2004, a linear accelerator malfunctioned while pt was receiving radiation therapy at montefiore med ctr, resulting in serious injuries.

Manufacturer narrative:
No report of this alleged adverse event was received by varian prior to the legal summons, although the event was reported to occur on (B)(6) 2004. An initial review of service reports found no reported malfunctions or adverse events from this facility for the date referenced by the summons. This report of an adverse event is under investigation. ((B)(4)).